Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿replace the cartridge every 48 hours if using humalog.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the patient line appeared to be more bent than expected. The cartridge was used and then the user changed all the supplies prior to the report. Reportedly, the infusion set was in use for 3 days. The user's blood glucose level was 94 mg/dl.